Event description:
Initial info for this serious unsolicited report ((B)(4)) was reported by a physician on (B)(6) 2012. This case involves a (B)(6) female pt who received treatment with poly-l-lactic acid (sculptra) with second time in (B)(6) 2011 for skin depression correction. One year from the second poly-l-lactic acid injection (in (B)(6) 2012), the pt experienced nodules. It was reported that the pt received injections in the lymph as well (small sore nodes, to be confirmed). The pt was treated with cefalexin monohydrate (keflex) and the lymph nodes were less sore. The pt still has nodules on face. No medical history or concomitant medications were provided. Corrective treatment: cefalexin monohydrate. Action taken: not applicable. Outcome: not recovered. (B)(4). Pharmacovigilance comment: nodules are considered a common and listed event for poly-l-lactic acid. Most events of this nature resolved spontaneously over time. These events are typically a cosmetic concern and not a major medical issue that would result in permanent disability, a life-threatening condition, or fatal injury.